Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0672 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that damage at about 3 cm from distal end of the catheter was found at the time opening the kit. Other kit was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong catheter with a stiffening stylet inserted and a red warning hang tag was returned for evaluation. An initial visual observation showed a rust-colored residue on the stylet within the catheter. The proximal end of the catheter was observed to be positioned approximately 2 mm distal to the white flushing hub and appeared to be slightly twisted on the cannula. The sample was flushed with a 12 ml syringe of water and the catheter was found to be patent to infusion and aspiration. No leaks were observed when the catheter was clamped just proximal to the valve and pressurized. Some tensile weakness was observed approximately 1 cm proximal to the distal tip; it is possible this damage was occurred due to clamping of the catheter during functional testing, but it is unclear. A microscopic observation revealed what appeared to be abrasive damage on the surface of the catheter approximately 1 cm proximal to the distal tip, and a small indentation was observed approximately 3 cm proximal to the distal tip of the catheter. It is unknown where or when the damage observed on the returned catheter occurred. It is possible the catheter was damaged during preparation or handling. A lot history review (lhr) of rebx0672 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that damage at about 3cm from distal end of the catheter was found at the time opening the kit. Other kit was used to complete the procedure. There was no reported patient involvment.